Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual evaluation of the provided photos identified crush damage to the outer carton. Additionally, the inner and outer sterile blisters exhibit damage. The sterility has been breached. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. This complaint has been confirmed. The root cause of the reported event can be attributed to transit damage. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the outer box was opened, it was apparent that damage was done to outer sterile packaging. Upon further inspection there was also damage done to inner sterile packaging and the implant was not usable.